Event description:
Patient was undergoing left knee arthroscopy with partial medial menisectomy. The procedure was started, with irrigation starting at approximately 15 minutes into the procedure. The flow reading on the arthroscopy pump read 100% and would stop. The pressure alarm sounded so the hand control was used manually for irrigation flow. The machine alarmed again and the hand control was changed out. At this time, the irrigation was stopped and the patient's knee was examined and then the procedure was ended. Approximately 3000 cc's of fluid was used and 2000 cc's were returned. An estimated 500 cc's was dispersed into the interstitial tissue. The tourniquet that had been placed above the patient's knee was removed and the fluid dispersed further. The patient experienced swelling of this extremity. The patient was transferred to pacu and experienced no further difficulty and was discharged home. The pump was removed from service and all biomed operational testing including pressure, flow and restriction alarms were normal.